Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic thyroid procedure, an unknown error message had occurred repeatedly. The thunderbeat device was removed from the body, and the tip of the device was found to be broken. The broken tip piece was recovered in an environment unrelated to the patient. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, h4 the device was returned to olympus for inspection, and the reported failure of probe broken tip was confirmed. Based on the results of the investigation and the physical investigation result, the exact cause of the event could not be exclusively identified. However, during output in seal and cut mode, the probe came in contact with metal, a surgical instrument, or hard tissue. Due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated on the probe. A force to activate the output in seal and cut mode, or a force to grasp the tissue, was applied to the probe. Therefore, cracks were generated at the scratched area. A force was applied to the probe, causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.